Manufacturer narrative:
Crank fowler dural articulating arm.

Event description:
It was reported by service report that the fowler was not holding. No pt involvement or adverse consequences are reported.